Manufacturer narrative:
It was learned from the account contact that the lens was scrapped by the account after explant. Original implant of 20.5 d was replaced with a 19.5 d suggesting this event was not caused by the lens. There were no patient injury or complications. All currently available information is included in this report. Lens scrapped at the account.

Event description:
A report was received from the surgery center that a patient's intraocular lens (iol) was removed and replaced without complication 3 weeks after initial implant. Reason stated was wrong diopter power was implanted.

Manufacturer narrative:
The explanted intraocular lens has not been received by the manufacturer for analysis. Prior to release the lens met all manufacturing specifications. A review of the implant database shows the iol was exchanged for a one diopter lower power lens of the same model. Our investigation to date suggests this event was not caused by the lens. A supplemental MDR will be filed as necessary when additional reportable information becomes available.